Event description:
The pt was implanted with a sabre sling. Subsequently, according to the pt¿s attorney, the pt experienced incontinence, deformity, loss of ability to perform sexually and had corrective surgeries. No other info is available.